Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient underwent full vns explantation surgery approximately a month after the implant surgery due to an infection. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. Follow up with the company representative revealed that the infection was at the patient's neck incision and was (B)(6). The physician's office reported that the surgical intervention was both for the patient's comfort and to preclude serious injury. No additional relevant information has been received to date.